Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was blurry. A visual inspection was performed and showed the scope to have distal tip and fiber damage and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that, during a shoulder surgery, the scope was blurry. A back-up device was available. There was a delay greater than 30 minutes. No patient injuries were reported.

Event description:
It was reported that the scope is blurry. No patient injuries were reported, back-up device was available. Delay greater than 30 minutes was reported.